Event description:
The pt's vendor reported that the piston rod of the infusion device does not function properly and the pt was hospitalized and diagnosed with ketoacidosis. The pt switched to the backup infusion device and blood glucose levels returned to normal. No further info is available. The infusion device was replaced and requested to be returned for eval.

Manufacturer narrative:
This incident occurred outside of the united states. Info contained within this report is all that is available at this time. If further info is obtained, it will be provided in the supplemental report.